Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity and mild calcification. The aortic neck was short at 8 mm in length, conical-shaped, ranging from 27 mm at the renal arteries to 34 mm at 15 mm below, angulated 20 degrees, and had moderate thrombus. The pt was not a surgical candidate. It was reported that after the talent bifurcated stent graft (MFR report # 2953200-2010-01370) was implanted at the renal artery, a proximal type I endoleak was evident. The physician elected to intervene by placing a 32 mm talent aortic cuff, which improved but did not entirely resolve the endoleak. The physician then placed a stent from another manufacturer proximally, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: (endoleak); (short, conical-shaped aortic neck with angulation and thrombus); (implantation of the device in a short aortic neck).